Event description:
Patient had the procedure (B)(6) 2009. Patient began having symptoms of body aches and pains and very heavy periods for 3 years. She had the devices removed (B)(6) 2011 and opted for a bilateral tubal ligation. Physician found one coil in the peritoneal cavity in two pieces. No physician name was obtained, therefore, no verification of information or follow up could be confirmed. As a conservative measure, this report is being filed.

Manufacturer narrative:
Several attempts were made to follow up with patient: 12/22/2011 - phone call to patient's cell phone. Patient would not answer any questions and said she would call back and never did. On 12/29/2011 - email was sent to patient requesting information. No response from patient. On 01/18/2012 - email was sent to patient requesting information. No response from patient. On 02/10/2012 - phone call to patient's cell phone. Patient would not give out any information. On 02/29/2012 - although we were not able to confirm the specifics of this incident nor the resolution of patient symptoms, we have conservatively decided to file this incident.

Manufacturer narrative:
(B)(4).